Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "right rupture and a suspected entericoma."

Event description:
Patient reported "right rupture and a suspected entericoma were found." Device remains implanted.